Event description:
Patient undergoing cardiac catheterization at the time of device malfunction. Torsion of the left amplatz 5 french catheter at the ileofemoral sheath site with necessity for surgical extraction. The physician was unable to remove 5fr al2 catheter through 5 fr sheath. Distal end of catheter broke off when physician tried to remove it. Surgeon was consulted and the patient was taken to surgery for extraction. He recovered without complications and was discharged home the next day.